Event description:
During an endoscopic saphenous vein harversting procedure, co2 gas entered the pt's circulatory system. Immediately after the co2 gas embolism occurred, the pt became hypotensive and suffered a cardiac arrest. Since the pt's chest already been opened, the surgeon was able to perform a heart massage to get rid of the gas. The pt's blood pressure immediately returned to normal and the case was completed without the need for any add'l incisions or intervention. The pt was last reported to have recovered.